Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and device alarmed no delivery. The customer's blood glucose was 426mg/dl. Assisted customer with clearing the alarm and assisted with changing set. Customer stated the blood glucose was high; because he ate something earlier and pump have max bolus.